Manufacturer narrative:
The patient weight was not provided. The referenced report of previously reported short to shield issue is captured under medwatch MFR report# 2916596-2017-03179. (B)(4). Approximate age of device- 1 year and 1 month. The device is expected to be returned for evaluation. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a previous history of short to shield issue. The patient was upgraded to status 1a on the transplant list and underwent a heart transplant on (B)(6) 2018. This patient was transplanted in stable condition with normal pump function with the exception of using an ungrounded patient cable. It is unknown if the pump will be returned for evaluation. No additional information was provided.